Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s family reported via phone call that the customer was hospitalized due to diabetes ketoacidosis on unknown date. Customer¿s high blood glucose value was 502 mg/dl. The customer declined troubleshooting for high blood glucose level. The product will not return for the analysis.